Event description:
It was reported that the ventricular lead exhibited noise in the bipolar mode, as well as intermittent loss of capture. There was one incident when the noise caused total inhibition of the pulse generator, and loss of capture. The patient was pacemaker dependent. The physician elected to cap the lead and implant a single chamber pulse generator.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.